Manufacturer narrative:
E1: patient city: (B)(4) patient country: united states h11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in brazil it was reported that patient was hospitalized for skin irritation and pus leaking at the infusion set insertion site on (B)(6)2024. The insertion site was at leg and the skin irritation was surround the cannula part. The patient had symptoms of pain, redness, pus and irritation at site. The patient was hospitalized for less than 24 hours. The patient was treated with insulin shots and the infusion set was removed and the site was cleaned. No further information available.